Manufacturer narrative:
The hospital respiratory manager reported the patient expired on (B)(6) 2016. Reportedly, the patient was diagnosed with lung cancer which was non-compliant. The patient was experiencing respiratory failure with hypoxia, hypercapnia, and had copd. The hospital respiratory manager stated there were no error codes in the device log, the device did alarm due to a patient disconnect. The device has been returned to clinical use. There were no issues found with the alarms. The hospital respiratory manager confirmed the reported event was not due to the ventilator.

Event description:
The customer reported a patient went into cardiac arrest while on the device. The hospital respiratory manager reported the patient expired on (B)(6) 2016. It was unknown whether the device alarmed. The hospital biomedical engineer reported the event was not related to the ventilator.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a patient went into cardiac arrest while on the device. It was unknown whether the device alarmed. The hospital biomedical engineer reported the event was not related to the ventilator.